Event description:
On (B)(6) 2013, a surgery was performed to replace a tibial insert in a pt. It was noted that the original tibial insert had not seated properly in the tibial tray. The index surgery was performed in (B)(6) 2012.

Manufacturer narrative:
The inserter was returned for evaluation, and inspection of the insert presented damage consistent with failure to properly seat. In a discussion with the surgeon, he indicated that he may have not seated the insert properly at the time of the original surgery. The insert was replaced on (B)(6) 2013, and was successfully seated. No previous issues of this type have been reported. No further action is indicated at this time, add'l incidents will be investigated accordingly. Add'l model #: 163-1707, lot #: 59808 and expiration date: 07/2014.